Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postop delivery, the patient returned to the hospital for the pain of the perineum side cut. It was found that the perineum wound was not healed well, and the absorbable suture was not absorbed by itself, and the suture fell off. The wound was washed and soaked with potassium hypermanganate after removing the suture.